Manufacturer narrative:
Review of manufacturing history records. Review of generator manufacturing records confirmed that all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The return product form indicated that the reason for return was due to high impedance (<10,000 ohms). Attempts for a copy of the handheld¿s flashcard used during surgery are in progress, but the data has not been reviewed by the manufacturer to date.

Event description:
The surgeon reported that during the patient's generator replacement on (B)(6) 2013, high impedance was observed after the replacement generator was connected to the patient's existing leads. He reinserted the pin in and heard the two clicks and when he tugged on the pin, he was able to pull the pin out. Test resistor and generator diagnostics completed on the replacement generator showed high impedance. The lead was reconnected to the previous generator, and no high impedance was detected upon performing diagnostics. Therefore, another replacement generator was connected to the lead, and system diagnostics were within normal limits. The nurse reported that before the surgery they did diagnostics on the generator and received high impedance as well. However, it was unclear if the test resistor pin was inserted at the time during diagnostics because otherwise high impedance would result. Attempts for a copy of the flashcard used during surgery have been unsuccessful to date. The generator that was not implanted in the patient due to high impedance was received by the manufacturer on (B)(4) 2013. However, product analysis has not been completed to date.

Event description:
Product analysis for the generator revealed that the alleged high impedance was not duplicated in product analysis. Results of diagnostic testing indicated the device was operating properly (with 3986 ohms impedance value upon system diagnostics). Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The copied flashcard data from the hospital was reviewed by the manufacturer. Review of diagnostics on date of surgery shows that only one system diagnostic test was performed on this date which resulted in high impedance. Per the initial report, the nurse reported that before the surgery generator diagnostics were performed on the generator and got high impedance. However, this was not substantiated by the received programming/diagnostic history from the surgery data. High impedance behavior is expected when the device is not plugged into a test resistor or lead. This is not a device failure.